Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient was experiencing discomfort and bruising under the lifevest. The patient's doctor instructed the patient to leave the device off if he needed to. Follow-up indicated that the patient wished to end use of the device. The patient's medical outcome is unknown